Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('miscarriage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia(heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: this case is linked to ectopic pregnancy case no: (B)(4). Discrepancy noted in insertion date- (B)(6) 2009. Patient received treatment for- pelvic pain, abdominal pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received- new events: abdominal pain and menorrhagia(heavy menstrual bleeding) were added. Reporter information and lab data was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: this case is linked to ectopic pregnancy case no: 2017-209196 . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.